Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. In the case of this complaint it was reported that the patient experiences increased visual troubles. As per the dfu for this procedure this is anticipated procedural complication. The directions for use (dfu) states ¿potential adverse events: neurological deficit/intracranial sequelae¿. There was no product malfunction reported. Based on the investigation results and available information an assignable cause of anticipated procedural complication will be assigned to the patient complications. This assignable cause is utilized when a device related root cause does not apply, and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, device labeling and/or risk documentation files.

Event description:
The patient underwent successful stent-assisted intracranial treatment of an aneurysm located in the left internal carotid artery (ica) ophthalmic. The pre-procedure national institute of health stroke scale (nihss) and modified rankin scale (mrs) are not available. It was reported that approximately 3 months post stent-assisted intracranial treatment, the patient experienced with increased visual troubles. It is unknown if the increased visual troubles were related to the subject device (stent), index procedure, medication, or a preexisting condition. No further information provided.

Manufacturer narrative:
The subject device is unavailable.

Event description:
The patient underwent successful stent-assisted intracranial treatment of an aneurysm located in the left internal carotid artery (ica) ophthalmic. The pre-procedure national institute of health stroke scale (nihss) and modified rankin scale (mrs) are not available. It was reported that approximately 3 months post stent-assisted intracranial treatment, the patient experienced with increased visual troubles. It is unknown if the increased visual troubles were related to the subject device (stent), index procedure, medication, or a preexisting condition. No further information provided.